Event description:
It was reported that during a fistula declotting treatment procedure in an upper extremity, a ballon catheter became stuck on the zipwire guidewire. The physician inserted the zipwire guidewire into the patient, and placed a balloon catheter over it. After the treatment procedure, when the physician attempted to remove the balloon catheter out of the patient, it was stuck on the zipwire. The physician advanced the balloon catheter to the treatment area in order to maintain access and used a clamp to remove the zipwire from the balloon. A glidewire guidewire was inserted, and placed into the balloon catheter past the lesion. The physician was able to remove the balloon catheter and the procedure was completed without any patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unknown. Should further relevant information become available; a supplemental medwatch report will be filed.